Event description:
It was reported that loss of capture was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and cardiac perforation was observed. The physician does not suspect the perforation was due to a malfunction of the lead. The perforation was surgically closed and the rv lead was explanted and replaced to resolve the event. The patient was in stable condition.